Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed accuracy -9.30% was not verified. The event log shows two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Service found the device performing within the specification of +/-6% for delivery accuracy. Service will not perform any functions at this time. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had failed accuracy -9.30%. No further information provided. No reported adverse effects.